Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. Device identifier # (B)(4). The device was returned for evaluation. No device history record (DHR) was reviewed as lot and serial number have not been provided. A detailed evaluation of the returned device showed the handle was closed without having the 6 in transitional inserted (returned without it). This caused the handle to become "egg shaped." The adjustment wrench is worn, as well. Pm maintenance and cleaning required, unit under service and repair.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit had the following issues; locking handle malfunction, worn shock cushion and the tension screw was stripped. Additional information has been requested.